Event description:
The manufacturer received information alleging headaches, overheating, pressure jumps from 4 to 11, water evaporates quickly, burning sensation on skin, difficulty breathing/short of breath related to a (CPAP, bipap) device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.